Event description:
Patient had embolic protection device placed during angiogram procedure. Normally the device is retrieved following placement of stents. The device broke off of the guidewire when attempting to retrieve it. A second stent was placed that is now pushing the device pieces against the arterial wall to prevent movement.